Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for ¿remove and reattach cassette¿ and the cassette was currently attached to the pump. Troubleshooting was performed and the pump then exhibited an alarm for ¿cannot start pump without a latched cassette¿. The device system delivered mesna. Per the reporter, there were no adverse patient effects.